Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review but not during functional testing. As a precautionary measure the reset switch was adjusted. The returned platform was manufactured in september 2015 and it is nearing expected serviceable life of 5 years. The autopulse platform failed initial functional testing due to user advisory (ua) 41 (patient temperature sensor failure) error message displayed upon powering on, unrelated to the reported complaint. The temperature sensor needs replacement to address the issue. Upon visual inspection, unrelated to the reported complaint, noticed cracked front enclosure. The cause for the physical damage was due to user mishandling. The front enclosure was replaced to address the damage. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to remedy the issue. This type of drive shaft issue is the characteristics of normal wear and tear of the device. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. Further review of the archive data showed the occurrence of multiple user advisory (ua) 41 and user advisory (ua) 11 (patient surface temperature too hot) error messages on the reported complaint date, unrelated to the reported complaint. Both user advisory (ua) 41 and user advisory (ua) 11 error messages are related to the patient temperature sensor. There was no preventive maintenance performed for the autopulse platform since 2015. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause user advisory (ua) 41 error messages in rare cases. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform displayed user advisory (ua) 12 (lifeband not detected) error message. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.